Manufacturer narrative:
D9: returned to mfg: yes, date returned: 06/26/2024, device evaluated by mfg: yes, reason for non-evaluation: blank, other reason: blank, returned to mfg: yes, h10: blank d9: returned to mfg: yes, date returned: 06/26/2024, device evaluated by mfg: yes, reason for non-evaluation: blank, other reason: blank, returned to mfg: yes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer will continue to use current pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.